Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is a combined initial + final report which contains the investigation findings below. The complaint for valve interacts with conduction system was confirmed with other empirical evidence based on the complaint event. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. A definitive root cause cannot be determined because the images were unavailable for further investigation.

Event description:
Edwards received notification of an evoque in the tricuspid position where a patient with long-standing persistent atrial fibrillation received a 52 mm evoque valve in an intended position and the procedure was completed without any problem. On postoperative day (pod) 3, the patient developed pause for 4 minutes or above at maximum due to complete atrioventricular block and a temporary pacemaker was placed. On pod 7, the temporary pacing lead was exchanged to adjust its position. On pod 9, a leadless pacemaker was implanted. On pod 13, the patient left the hospital with good course. Per the principal investigator, deployment of an artificial valve can intervene the conduction system and can result in an atrioventricular block, which can be observed in other devices as well. There is no device malfunction or deficiency reported.